Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation the battery charger/modem was resetting and unable to charge a battery. The cause for the failure was isolated to a shorted d1 diode and u14 processor on the bedside components could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger was unable to charge a battery.